Event description:
The customer contact reported the pump did not deliver. On an unspecified date, the pump was programmed to deliver noradrenaline 5% at a rate of 6ml/hr, with a container size of 100ml and the delivery was started. No further programming parameters were provided. In 2009 at 0730, the nurse noted the patient's blood pressure decreased to an unspecified value. It was reported that during an unspecified length of time, the pump was reprogrammed to deliver at rates of 12ml/hr, 30ml/hr, and 26ml/hr; however, the patient's blood pressure remained decreased. The patient was treated with unspecified fluids. After an unspecified length of time, it was noted that no fluid was being delivered. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.